Event description:
It was reported that during meniscus surgery, the suture of the fast fix broke. The procedure was completed with non-significant using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the suture and t2 were returned. Most of the suture was tucked into the depth gage tubing. The sliding knot was present. The depth limiter button was not in the default position. T2 was in the t2 position. The actuator tip was in the t2 position. A functional evaluation found that the actuator tip moved t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture, size 2- 0 ultrabraid blue/white cobraid , 81012180 rev b found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.